Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through the implant patient registry, it was learned that a patient with a 25mm 11500a aortic valve, was explanted after an implant duration of seven months, 10 days due to mssa bacteremia endocarditis, pannus, vegetations, leaflets restricted motion, and abscess. The explanted valve was replaced with another 25mm 11500a aortic valve. Per the medical records, the patient presented with abscess tooth and was found with mssa bacteremia endocarditis of the aortic valve. The patient underwent a redo avr. The valve was removed and replaced with another 25mm 11500a aortic valve. The patient was transferred to the ICU in stable condition. On pod #12, the patient was discharged home.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as request for device return is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through the implant patient registry, it was learned that a 25mm aortic valve, was explanted after an implant duration of 7 months, 10 days due to unknown reasons. The explanted valve was replaced with another 25mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.